Manufacturer narrative:
Device is not yet returned to the manufacturer. Evaluation to be performed once device is returned.

Event description:
The manufacturer was notified on (B)(6) 2016 that a (B)(6) years old male patient was implanted with mitroflow lx size 23 in 2012. The echo finding show a pressure gradient of 120mmhg with cusp calcification. Mean aortic valve area index less than 0.6 cm2/m2. Device was explanted in (B)(6) 2016. No further information provided.